Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The delivery catheter was discarded at the facility and, therefore, was not available for direct analysis by gore.

Event description:
On (B)(6) 2016, the patient was implanted with a gore® excluder® iliac branch endoprosthesis to treat an iliac artery aneurysm. During the procedure, an iliac branch component was advanced and deployed as planned. An up-and-over throughwire was established, and an internal iliac component (hgb161007a/15070364) was advanced. According to the report, the up-and-over throughwire may have become wrapped around the delivery catheter before deployment. The internal iliac component was reportedly deployed in its intended position. However, final angiography reportedly revealed that the leading olive had separated from the delivery catheter and was left inside the patient. Attempts to retrieve the olive via snare were unsuccessful. The physician elected to take a wait-and-watch approach in regard to the separated olive, and will continue to monitor the patient. The patient tolerated the procedure.

Manufacturer narrative:
Patient medications include aspirin, atorvastatin, cilostazol, diltiazem, hydrochlorothiazide, ibuprofen, losartan, and a multivitamin.